Manufacturer narrative:
One sample of a safetyglide needle were received by bd. A quality engineer was able to review the samples from lot # 2138366 regarding material #305916. It came assembled to a 3ml syringe. It has the needle missing. The safety mechanism has been activated. There is no plastic shield. The needle hub was inspected with 10x magnification. The top inner wall of the needle hub has a thin layer of epoxy that cover the 360 degrees of the needle hub. No other information can be obtained from the sample. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that the needle hub got damaged during the assembly process and not detected in the next process. The sample will be shown to the associates for awareness. A device history record review was completed for provided lot number 2138366 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Materials#: 305916. Batch#: 2138366. It was reported by the customer that the needle separated from the hub and the metal needle stayed in the arm. I then proceeded to remove the needle from the arm. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2024 type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): yes. Incident details: I was vaccinating with a 25 gauge 1 inch needle in the deltoid of an 18 month old. When I was finished and went to remove the needle, the needle separated from the hub and the metal needle stayed in the arm. I then proceeded to remove the needle from the arm. The box of needles was quaratined. Impact of incident: unchanged. Who was affected? Patient. Unexpected or prolonged care? No. Device information. Device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc manufacturer code/model: 305916 serial or lot number: (B)(6). Expiry date: unknown supplier: (B)(4) supplier catalogue number: (B)(4) is device retained: yes. Number of devices: (B)(4) wipe, contained, labeled? Wiped, double bagged (if consumable), and labeled as per instructions. Investigation request. Expected type of investigation: actual device tested, lot review. Shipping instructions request date (yyyy-mm-dd): (B)(6) 2024 e-mail address for person holding device: (B)(6) site shipping address: (B)(6)

Event description:
It was reported that the bd safetyglide needle pulled out of hub. The following information was provided by the initial reporter: "I was vaccinating with a 25 gauge 1 inch needle in the deltoid of an 18 month old. When I was finished and went to remove the needle, the needle separated from the hub and the metal needle stayed in the arm. I then proceeded to remove the needle from the arm. The box of needles was quarantined." Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): yes incident details: I was vaccinating with a 25 gauge 1 inch needle in the deltoid of an 18 month old. When I was finished and went to remove the needle, the needle separated from the hub and the metal needle stayed in the arm. I then proceeded to remove the needle from the arm. The box of needles was quarantined. Impact of incident: unchanged who was affected? Patient unexpected or prolonged care? No device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc manufacturer code/model: 305916 serial or lot number: (B)(6). Expiry date: unknown supplier: (B)(4). Supplier catalogue number: (B)(4). Is device retained: yes number of devices: 23 wipe, contained, labeled? Wiped, double bagged (if consumable), and labeled as per instructions investigation request expected type of investigation: actual device tested, lot review shipping instructions request date (yyyy-mm-dd): 2024-02-27 e-mail address for person holding device: (B)(6). Site shipping address: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.